Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: / malposition of essure device') in an adult female patient who had essure (batch no. 646523, 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2009 and metformin since 2003. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), syncope ("fainting"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), hypersensitivity ("allergy"), rash ("rashes or skin conditions type: abdominal/trunk rashes"), skin disorder ("skin condition"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), adenomyosis ("adenomyosis"), dizziness ("dizziness"), insomnia ("insomnia"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), dry eye ("dry eyes"), night sweats ("night sweats"), hot flush ("hot flashes"), loss of libido ("loss of libido"), menstruation irregular ("irregular periods"), muscle spasms ("back spasms"), abdominal distension ("bloating"), constipation ("gastrointestinal or digestive system condition type: alternating constipation"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), back pain ("chronic back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), hypertension ("blood or heart disorder/condition type: htn"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), feeling abnormal ("brain fog"), mood altered ("moodiness"), hypoaesthesia ("numbness"), loss of consciousness ("blackout spells"), dyspepsia ("heartburn"), abdominal pain lower ("left lower abdominal pain") and groin pain ("right groin pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, syncope, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash, skin disorder, psychological trauma, urinary tract disorder, bladder disorder, alopecia, headache, gastrointestinal disorder, adenomyosis, dizziness, insomnia, dry skin, hair texture abnormal, dry eye, night sweats, hot flush, loss of libido, muscle spasms, abdominal distension, constipation, diarrhoea, back pain, vaginal haemorrhage, anxiety, depression, migraine, hypertension, vaginal discharge, fatigue, feeling abnormal, mood altered, hypoaesthesia, loss of consciousness, dyspepsia and groin pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, bladder disorder, constipation, depression, device dislocation, diarrhoea, dizziness, dry eye, dry skin, dyspepsia, fatigue, feeling abnormal, gastrointestinal disorder, groin pain, hair texture abnormal, headache, hot flush, hypersensitivity, hypertension, hypoaesthesia, insomnia, loss of consciousness, loss of libido, menorrhagia, menstruation irregular, migraine, mood altered, muscle spasms, night sweats, pelvic pain, psychological trauma, rash, skin disorder, syncope, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2009. Received treatment for back pain, pelvic pain, abdominal pain, menorrhagia, allergy, rash, skin condition, migration, bladder problems, urinary problems, hair loss, headaches, gi conditions, adenomyosis, fainting, dizziness (as written), insomnia, dry skin, hair and eyes, night sweats, hot flashes, loss of libido, irregular periods, back spasms, bloating, constipation/diarrhea r ostia essure placed in sf, 5 coils seen. L ostia seen essure placed in sf with 8 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: not provided. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, depression, migraines / headaches, blood or heart disorder/condition type: htn, vaginal discharge, fatigue, brain fog, moodiness, numbness, blackout spells, heartburn, left lower abdominal pain, right groin pain. Reporter information, aka name, concomitant drug, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: / malposition of essure device') in an adult female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2009 and metformin since 2003. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), syncope ("fainting"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), hypersensitivity ("allergy"), rash ("rashes or skin conditions type: abdominal/trunk rashes"), skin disorder ("skin condition"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), adenomyosis ("adenomyosis"), dizziness ("dizziness"), insomnia ("insomnia"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), dry eye ("dry eyes"), night sweats ("night sweats"), hot flush ("hot flashes"), loss of libido ("loss of libido"), menstruation irregular ("irregular periods"), muscle spasms ("back spasms"), abdominal distension ("bloating"), constipation ("gastrointestinal or digestive system condition type: alternating constipation"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), back pain ("chronic back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), hypertension ("blood or heart disorder/condition type: htn"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), feeling abnormal ("brain fog"), mood altered ("moodiness"), hypoaesthesia ("numbness"), loss of consciousness ("blackout spells"), dyspepsia ("heartburn"), abdominal pain lower ("left lower abdominal pain") and groin pain ("right groin pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on 15-jan-2019. At the time of the report, the device dislocation, syncope, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash, skin disorder, psychological trauma, urinary tract disorder, bladder disorder, alopecia, headache, gastrointestinal disorder, adenomyosis, dizziness, insomnia, dry skin, hair texture abnormal, dry eye, night sweats, hot flush, loss of libido, muscle spasms, abdominal distension, constipation, diarrhoea, back pain, vaginal haemorrhage, anxiety, depression, migraine, hypertension, vaginal discharge, fatigue, feeling abnormal, mood altered, hypoaesthesia, loss of consciousness, dyspepsia and groin pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, back pain, bladder disorder, constipation, depression, device dislocation, diarrhoea, dizziness, dry eye, dry skin, dyspepsia, fatigue, feeling abnormal, gastrointestinal disorder, groin pain, hair texture abnormal, headache, hot flush, hypersensitivity, hypertension, hypoaesthesia, insomnia, loss of consciousness, loss of libido, menorrhagia, menstruation irregular, migraine, mood altered, muscle spasms, night sweats, pelvic pain, psychological trauma, rash, skin disorder, syncope, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date:(B)(6) 2009 and (B)(6) 2009. Received treatment for back pain, pelvic pain, abdominal pain, menorrhagia, allergy, rash, skin condition, migration, bladder problems, urinary problems, hair loss, headaches, gi conditions, adenomyosis, fainting, dizziness (as written), insomnia, dry skin, hair and eyes, night sweats, hot flashes, loss of libido, irregular periods, back spasms, bloating, constipation/diarrhea r ostia essure placed in sf, 5 coils seen. L ostia seen essure placed in sf with 8 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: not provided.. Lot number: 646523 manufacturing date: 2009-06 expiration date: 2012-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and syncope ('fainting') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), alopecia ("hair loss"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), adenomyosis ("adenomyosis"), dizziness ("dizziness"), insomnia ("insomnia"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), dry eye ("dry eyes"), night sweats ("night sweats"), hot flush ("hot flashes"), loss of libido ("loss of libido"), menstruation irregular ("irregular periods"), muscle spasms ("back spasms"), abdominal distension ("bloating"), constipation ("constipation"), diarrhoea ("diarrhea") and back pain ("chronic back pain"). The patient was treated with surgery (salping. (Bilateral), hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, syncope, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash, skin disorder, psychological trauma, urinary tract disorder, bladder disorder, alopecia, headache, gastrointestinal disorder, adenomyosis, dizziness, insomnia, dry skin, hair texture abnormal, dry eye, night sweats, hot flush, loss of libido, muscle spasms, abdominal distension, constipation, diarrhoea and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, back pain, bladder disorder, constipation, device dislocation, diarrhoea, dizziness, dry eye, dry skin, gastrointestinal disorder, hair texture abnormal, headache, hot flush, hypersensitivity, insomnia, loss of libido, menorrhagia, menstruation irregular, muscle spasms, night sweats, pelvic pain, psychological trauma, rash, skin disorder, syncope and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2009. Received treatment for back pain, pelvic pain, abdominal pain, menorrhagia, allergy, rash, skin condition, migration, bladder problems, urinary problems, hair loss, headaches, gi conditions, adenomyosis, fainting, dizziness (as written), insomnia, dry skin, hair and eyes, night sweats, hot flashes, loss of libido, irregular periods, back spasms, bloating, constipation/diarrhea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received. Case becomes an incident. Injury event was removed. New events added: migration, back pain, pelvic pain, abdominal pain, menorrhagia, allergy, rash, skin condition, bladder problems, urinary problems, hair loss, headaches, gi conditions, adenomyosis, fainting, dizziness, insomnia, dry skin, dry hair, dry eyes, night sweats, hot flashes, loss of libido, irregular periods, back spasms, bloating, constipation, diarrhea. Reporter's information was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.